Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device was intermittently unable to discharge. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device activity log was reviewed on the day of the event. Several entries of "poor pad contact" and "check pads" messages were noted consistent with the customer report. We can also see the device successfully discharge multiple times when the pt impedance is within the allowable threshold. This is not indicative of a device malfunction and the device operated as designed. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.